Event description:
It was reported by the customer that pyxis anesthesia es system was unable to log in. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that not able to logon station. A field service engineer identified a problem with the network cable connection. The engineer reconnected the network cable at the wall jack, rebooted the station, and successfully established a connection without any further issues. The system functioned as intended after the field service engineer troubleshooted the device.